Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4), alleging an inaccurate high result of "102 mg/dl" on the subject meter compared to "72 mg/dl" on a laboratory device, performed within 10 minutes of each other. This complaint is being reported because the reported results did not meet lifescan&#38112;accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.